Manufacturer narrative:
(B)(4). Unit received with blank display due to corroded electronic assemblies. Unit received with corroded motor home switch. Unit received with cracked case corner of the belt clip rails near the battery compartment, minor scratches on case and minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change.  Customer's blood glucose was unknown at the time of incident. Troubleshooting advised customer to remove the battery for 2 hours and then reinstall to resolve the issue.  Customer was advised to call back if this does not resolve the blank display.